Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he gave himself a bolus and felt the device wasn't delivering insulin. Customer's blood glucose was 300 mg/dl. Customer stated he tried to do a bolus to force insulin out but none exited, so customer changed the infusion set. Customer was advised that bolus can caused the device to consider the blouse as onboard insulin and can cause his reading to be off. Customer stated he might have air bubbles but was unable to confirm. Customer stated he will revert to manual injections until the morning to allow the device to dissipate. No further information reported.